Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective therapy from approximately (B)(6) of 2018. Patient failed to charge the device for a year as the charger was lost which lead to the ipg being inoperable. To address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.